Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's family called in to report hospitalization for high blood glucose levels of 460 mg/dl. The customer's symptoms included a hurt tummy and lots of pain. The customer was wearing the device at time of admission. The customer's healthcare provider said the cause was due to diabetic ketoacidosis. The customer was treated with insulin through an IV and was fine by the end of the day. It was also reported that the customer's mio set was bent but did not give them a no delivery alarm. The customer's device was replaced, but declined to return the device for analysis.